Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported that recently she noticed that all of sudden the stimulation was too high at times as she normally had the stimulation set to 2.0 and the programmer (pp) would read that stimulation was at 4.9. The patient checked the pp to see if adaptive stimulation was enabled and confirmed that it was. The patient was walked through checking the adaptive stimulation positions/settings. The patient stated that the upright position was at 2.0. The patient checked the laying right position and the patient reported that the stimulation level increased when it should be at 2.0. The patient was walked through making the necessary adjustments to that positions. The patient went back to upright and confirmed stimulation was at the correct level of 2.0. The patient went back to the laying right position and confirmed that stimulation saved correctly at 2.0. The patient was to go through each adaptive stimulation position on her own and make adjustments as needed. The patient would monitor the stimulation settings and call back if needed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported that noting changed that the patient was aware of leading up to the issue. It started going up and the patient then turned it off for a stress test. A rep helped the patient reset the unit. The issue was resolved.